Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture," "internal pain, body swelling," "body inflammation" and "isolated small cysts" not related to device, against right side device. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: device patch with lot number 2637434. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is non device related.